Manufacturer narrative:
On 28-may, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and found that the customer was running lower than the other veterans administration accounts using the same lot of control material. The fse determined that this facility was on a different lot of calibrator that the other facilities. New control was sent to the account which was within the appropriate range. The issue was resolved. No further activities were required from field service.. The most probable cause of the reported event was due to a change in control range. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported quality control (qc) values below expected ranges after recent periodic maintenance with their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.